Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board and reloaded calibration files.

Event description:
Customer reported the system is displaying control panel and communication errors. No pt injury was reported.